Event description:
After a routine device replacement, the pt experienced a warm feeling at the implantable neurostimulator (ins) pocket. The warmth was present whether the ins was on or off. The incision was well healed; however, the skin was pink over the ins pocket. There was no fever, burning or other symptoms. Impedance measurements were taken and the reading for electrode #5 was >10000 ohms; the electrode was not currently programmed. The reason for the high impedance on electrode 5 was unk; the pt denied any unusual events occurring. The pt reported good coverage and pain relief. The physician decided to continue to observe the pt every 10 days or so. The pt was seen in 2009, and was doing well. The following month, it was reported that the pt had burning at the ins pocket even at 0 volts. They planned to turn the device off to completely rule out the system. Impedance measurements were fine. Additional info has been requested, a f/u report will be sent if additional info becomes available.